Event description:
Co sells a CPAP mask with a well known defect that causes the mask to fail prematurely and causes difficulty in breathing which is opposite of its intended se. The defect is evident in three of the masks that they market, comfortgel, comfortselect, and comfort fusion. The attachment points of these three masks break prematurely and these masks should be recalled and redesigned. The life expectancy one can expect from these masks is about two to six months. Evidence of this failure can be found all over the internet yet the MFR denies any defect. They offer a 90 day warrantee, which many times I have taken advantage of. Of these mask, 100% of them have had the same failure within six months. These masks tend to be quite costly since they need to be replaced often due to this known issue yet the MFR refuses to redesign them. One cannot afford to keep replacing them. Dose or amount: na. Diagnosis or reason for use: sleep apnea.